Manufacturer narrative:
H3: the catheter was returned, and analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot#: hg3d6e0, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Product ID: 8781, serial#: (B)(4). Implanted: (B)(6) 2014, explanted: (B)(6) 2021. Product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 27-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving fentanyl (2000 mcg/m l, 700.3 mcg/day), dilaudid (10 mg/ml, 3.502 mg/day), bupivacaine (12.0 mg/ml, 4.202 mg/day) via an implantable pump for an unknown indication for use. It was reported that the patient had increased pain over the last year. A catheter dye study was normal but it was sluggish. The catheter dye study revealed the pump system was intact and function. The patients pump was electronically analyzed and programmed to deliver a single priming bolus of 268 mcg of fentanyl over 12 minutes to fill the implanted intrathecal catheter. During revision surgery it was noted there were two kinks in the catheter that had occluded the flow of fluid. One kink was by the collet and one was in the spinal catheter. Both kinks had made the catheter intermittently occluded. A 7 cm portion of the catheter was spliced out that had the kink in it. After the catheter was removed the catheter functioned properly and a test bolus was given to patient and he had significant relief with it. The patient was alive with no injury. The issue was resolved at the time of this report. Known medications the patient was receiving included colace 50 mg capsule, combigan 0.2%-0.5% eye drops, and gabapentin 400 mg capsule. Additional information received from a healthcare provider via a clinical study reported the patient had intermittent pain relief on (B)(6) 2021. The device was interrogated and the residual was outside the guidelines. The kinked catheter was revised, on (B)(6) 2021, where the catheter was unkinked and a new collect connection pieced was placed. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2021.